Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint samples were evaluated and the reported event was confirmed through physical evaluation. The returned provisionals exhibited signs of repeated use and all were missing both ball bearings and springs. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. The devices associated with this complaint were manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional shims were returned disassembled with missing ball bearings. Attempts have been made to retrieve additional information, however, no additional information is currently available.